Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The manufacture representative reported that a couple contact pairs had high impedances intraoperatively; a second test resulted in half of the contacts having high impedances. It was confirmed that the lead was rotated in the implantable neurostimulator (ins) and was snug in the header block. A second battery was opened and had values that were better, but still a fair amount of contact pairs were high. During the call, another impedance test was performed and the values resolved. However, it was later stated that "almost all" impedances cleared up but one after increasing pulse width. It was noted that it was a contact pair that they do not normally program on and it was programmed around. The first and "defective" ins was returned for analysis. The indication for use included gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) noted there was no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.